Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) sensor was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing confirmed the customer reported issue. The dso sensor was replaced to resolve the issue.

Event description:
It was reported that the device failed the downstream occlusion (dso) calibration. The event was found during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.